Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. A pre-procedure device check was preformed, precleaning was performed immediately after patient procedure. The forceps elevator was not moved to raise and lower 3 times in the water during aspiration. The air/water channel was flushed with water and air by using mh-948. The auxiliary water channel was flushed with water. All reprocess accessories were without any defect. Pre-cleaning to manual cleaning was performed for less than 30 minutes. Presoaking was not done more than 60 minutes. Leak testing was performed in accordance with instructions for use. The instrument/suction channel, suction cylinder and instrument channel port were manually cleaned with gigazyne detergent by shulke. The scope was manually disinfected with tph5358 by shulke. Isis by cantel automatic endoscopic reprocessor (aer) was used with filtered water, tph5358 disinfectant and intercept plus detergent. The device was stored in a labcare endoscope cabinet. The endoscope was not sterilized.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation upon return. New information added to the following fields: d9, e4, h3 and h4. Growth of microorganisms was found through culture testing by the user. However, the device was sent out for additional testing upon return to olympus and the microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope. Upon inspection testing of the returned device, it was discovered, the distal end cap was damaged, the fiber image had fluid staining and the electrical safety test was not to specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus representative reported to olympus, on behalf of the customer, three (3) different scopes had been contaminated with pseudomonas. The customer also stated three (3) patients were infected by the same evis lucera bronchovideoscope. The customer performed their own investigation to determine, if any, relationship between the subject device and the patient infections. The isolation of chryseobacterium indologenes from three patients¿ bronchoalveolar lavage specimens were identified. The following two (2) samples were taken aseptically from the oes bronchofiberscope on (B)(6) 2022. Water flushed scope, candida guillermondii colony forming units (cfu>100), moraxella osloensis (cfu 2). Swab scope entry points large and small, methylorubrum sp. (Cfu 1), roseomonas mucosa (cfu 2), candida guillermondii (cfu 1). Patient identifier (B)(6) (complaint 1 of 5) for patient 1 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 2 of 5) for patient 2 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 3 of 5) for patient 3 of 3 with infection and suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 4 of 5) for the suspected device contamination with pseudomonas. Patient identifier (B)(6) (complaint 5 of 5) for the subject device and suspected contamination with pseudomonas.

Manufacturer narrative:
This report is being supplemented to provide additional information based on further legal manufacture investigation. A review of the users reprocessing method confirmed the following deviation from the instructions for use (IFU): - suctioning detergent solutions was not performed for biopsy channel nor suction channel at manual cleaning. Based on the results of the investigation it is likely that the deviation from the IFU caused the event. Olympus will continue to monitor field performance for this device.